Event description:
It was reported that the patients spinal cord stimulator was not helping despite reprogramming. All device components were explanted and was not returned. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7100353/7110199.